Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during open resection of pancreatic tumor, the device was able to fire, and the procedure got completed without any issues, but 4 days after (the patient is still in the hospital), the staple line in the stomach fundus had opened and caused stomach fluid leakage. The patient had peritonitis which was treated with antibiotics and anti-inflammatory drugs. The patient had to undergo another surgery, and a manual suture was used to stop the leakage. This incident led to extended hospitalization.